Manufacturer narrative:
Insulin pump received with insulin flow block/occlusion/no delivery alarm anomaly. Pump seats immediately upon priming. Problem isolated to the motor/force sensor. Unable to perform rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test due to motor/force sensor anomaly.

Event description:
It was reported that the insulin pump had insulin flow block alarm at the time of replacing reservoir. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.